Event description:
Customer reportedly obtained results of hi (greater than 600 mg/dl) and 28mg/dl on the advantage system within 10 minutes. He was given food based on symptoms and result of 28mg/dl. Requested return of suspect system, however, strips are unavailable for return.

Manufacturer narrative:
Reference medwatch with a1 patient for potential system used. Caller was unsure which system produced results.